Manufacturer narrative:
The device has been received and device evaluation anticipated, but not yet begun. Upon completion of the device evaluation a supplemental report will be filed.

Event description:
Medtronic received information that during coiling treatment of small saccular anterior communicating artery aneurysm, this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use); however, the coil detached in microcatheter while being withdrawn from microcatheter. Same catheter was used with other coils and procedure completed. There was no complication associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluated by manufacturer- the device was returned for evaluation and the clinical observation could not be confirmed. The device was returned without the instant detacher and without the implant coil as these were discarded; therefore, any contributing factors from these could not be assessed. The axium prime pushwire was found broken into two separate segments, but retained together by the release wire. The proximal segment of the pushwire was found bent and the tack weld replacement (twr) crimp was found intact. The distal pushwire segment was found intact distal to the break indicator at the manual detachment location (via hypotube). All other subassemblies appeared to be normal and no other anomalies were observed. It is possible that the implant coil detached subsequent to the pulling back of the release wire. All coils are 100% inspected for damages and irregularities during manufacture. The cause for detachment difficulties could not be determined, however, the coil would not detach with the instant detacher, nor via the manual method. Examination of the returned device found that the pushwire was not broken at the correct location for manual detachment. Per the axium prime detachable coil and i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿